Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a user contacted customer care (cc) reporting that they had inserted a new insulin cartridge into the ilet but did not observe insulin droplets during the tubing fill process. It was determined that the user inserted the cartridge without first performing a rewind and while disconnected from their infusion site. The user reported feeling a stinging sensation during the attempted setup and subsequently experienced symptoms of hypoglycemia. The user's blood glucose (bg) dropped to a nadir of 37mg/dl and was corrected using soft drink, crackers, and a sandwich. The user's son provided assistance due to weakness. No medical intervention was sought, and the user has since resumed ilet use following guided supply replacement.